Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the image not displaying was seemingly attributed to communication failure caused by faulty cable. A definitive root cause for the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer, during preparation for use, the high-definition autoclavable camera head presented no image/communication error. The issue with the camera head was repeated on more than one (1) evis exera iii video system center. The intended procedure was completed with another high-definition autoclavable camera head plugged in to the evis exera iii video system center. The video system center(s) worked as intended. No other device was involved in the event and there was no surgical delay and no patient harm.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The issue was due to a faulty cable unit. Additionally. The coupler would not fully lock. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.